Event description:
This serious unsolicited device case from france was rec'd on (B)(6) 2012 from a consumer and concerns a (B)(6) adult female pt who experienced injection site nodule and injection site swelling after receiving injections of poly-l-lactic acid (sculptra) for an unk indication. Case serious: seriousness criteria: administration of a corrective treatment. No relevant medical history, past drugs and concurrent conditions were reported. No other concomitant treatments (drugs or medical devices) were reported. On unspecified dates in (B)(6) 2011, the pt underwent injections of poly-l-lactic acid. The indication was not reported. The injections were performed on cheeks area and on the area outside the eye. No info concerning the batch used, the reconstitution of the powder, the technical use and the volume injected were reported. No other treatments were reported. Since the month following the injections, i.e. Since (B)(6) 2011, the pt felt and saw iterative swelling on injection areas. Ten months later, in (B)(6) 2011, she observed a swelling on right eyelid. A visible nodule appeared. It became hard and was still present at the date of the contact. It was the size of a hazelnut. Two months before the date of this contact, i.e. Since the beginning of (B)(6) 2012, 2 other nodules appeared in injection sites, always on the right. One month before the date of this contact, i.e. Around the beginning of (B)(6) 2012, the pt's physician gave a correction treatment with 2 injections of corticoids nos in the eyelid area. This treatment did not succeed. At the date of the contact, the events of injection site nodule and injection site swelling were persisting. A product technical complaint was initiated with global ptc number (B)(4) and the conclusion was no investigation possible.

Manufacturer narrative:
The company stated: an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the poly-l-lactic acid (sculptra) batches marketed in (B)(4) and not yet expired up to the end of january 2011 was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been rechecked and no anomalies linked to the event occurred have been picked out. The verified batches were: (B)(4). The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. The investigation did not point out anomalies related to the quality of the batches released for the market, nevertheless, since anagni (the mfg site) is not responsible for medical evals, we reserve to close this complaint as "no conclusion possible."